Event description:
The pt has type ii diabetes and tested their blood glucose on the suspect device. The pt obtained a result of 75mg/dl. The pt did not take any action on this result. About fourtyfive minutes later pt passed out. Pt was taken to the hospital and treated for low blood glucose. A lab test was performed for the pt's glucose and the result was 30mg/dl upon arrival to the hospital.